Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, no disposable alarm was noted. It was also reported that the cassette was attempted to be used with another pump, but the alarm persisted. No patient consequences were reported. No adverse effects were reported.